Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission, intermittent r wave under sensing causing false positive pause and bradycardia alerts was noted. In clinic, device interrogation was normal. Programming changes were made. The patient was stable.